Event description:
The surgeon decided to reposition the plate after reviewing x-rays. Upon removing the screws with the hex driver, the hex driver's "o" ring broke off inside the screw. The surgeon retrieved the screw with the "o" ring inside of it and replaced it with a different screw. Less than 5 minutes was added to surgery with no negative impact.